Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 it was reported that the stoma had mild erythema and patient is currently undergoing topical antifungal daktarin ointment treatment until (B)(6), which was started 3-4 weeks ago. Patient also received oral antibiotic mycostatin.

Event description:
It was reported the patient had a resolution of the stoma infection. The probes were changed on (B)(6) 2024 without incident.